Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 21 mg/dl, 60 mg/dl and 99 mg/dl. The lot number of the test drum was not provided by the customer. No adverse event reported. Return of the suspect device was requested for evaluation.